Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # (B)(4). Supplemental rationale corrected data: b5, h1, h6, h11 supplemental rationale corrected data: b5, h1, h6, h11 2 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # (B)(4). - 1 previously reported event is included in this follow-up record. Product return status 1 device was evaluated using data provided by the user or third party. Evaluation findings (results/components) 1 device: fracture problem / mount product disposition 1 device: product not received

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) ¿ (B)(6) 2025. This report summarizes 1 event for the failure: fracture. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 2 events were reported for this quarter. Product return status. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components). 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition. 2 devices: product disposition is not yet determined. Additional information. 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 2 events for the failure: fracture. - 2 events had no health consequences or impact.